Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a gastric bypass procedure, on the first two firings of the device on small bowel with a white reloads, not all the staples formed after each firing. Most of the staples formed, but the surgeon had to over sew the middle of the staple lines. Another device was used to complete the procedure. Procedure was delayed by 10 minutes there was no adverse consequence to the patient. Additional followup: on what tissue type was the device used? Small bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 2nd. During which firing stroke did the event occur? Middle of staple line. What colour cartridge was being used? White. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? Yes. Was there any difficulty removing the device from tissue? Yes and no. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? 2. Was there a recent conversion to ees devices in this account /surgeon? No. Is there any other additional information you would like to share about this device/procedure? Most staples formed but surgeon had to over stitch middle of staple line. He say a few "b" staples.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.